Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that the camera cart screen went blank and displayed a flashing, "waiting for pcoip connection" message. Despite this, the camera continued working, and navigation was unaffected, so the surgeon did not notice the screen issue. After 20-30 seconds, the screen resumed normal operation, and there was no delay to the procedure. No known impact to patient outcome. Surgical procedure unavailable.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and captured three application sessions on the date of issue, out of which only one session captured a task transition till the navigation task. The system logs captured a warning, "nvidia-modeset: warning: graphics processing unit (gpu):0: unable to read edid for device opti m1 2v0wuxga (dvi-d-0)", implying difficulties in reading the display's edid, which may lead to issues like the pcoip connection message. Additionally, the logs also documented multiple disconnections and reconnections of universal serial bus (usb) devices such as "usb disconnect, device number 3¿ likely due to problems with usb ports, cables, or the power supply to these devices. Performance warnings were also observed, such as "interrupt took too long (2506 > 2500), lowering kernel.perf_event_max_sample_rate to 79750," indicating that interrupts were taking longer than expected. This could lead to slow response times or delays in processing display outputs; however, the root cause of the reported issue was unknown from the logs. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735783, serial/lot #: unknown and product ID: 9735740, version #: 2.1.0. H2) additional codes section for updated annex g codes. Section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a sacroiliac and thoracolumbar.